Manufacturer narrative:
Medtronic received additional information from the physician that the mitral annuloplasty ring was explanted and replaced with a bioprosthetic valve due to moderate regurgitation. The physician reported there was no issue with the ring but that it did not sufficiently resolve the regurgitation. No additional adverse patient effects were reported. Patient weight added. Patient ethnicity and race information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.